Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 1st of january 2024 and 27th of august 2024 recorded a slightly gradually decreasing pacing impedance from initial 700 ohms to 500 ohms with intermittent drops to 200 ohms between may and july. Furthermore, a fluctuating shock impedance between 60 ohms and 95 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing with inappropriate therapy was observed. Device currently remains implanted. Should additional information be received, this file will be updated.